Event description:
A low readings issue was reported, with the use of the adc freestyle libre 2 sensor. A healthcare professional reported, the customer received a lower sensor reading of 126 mg/dl, as compared to a laboratory result of 444 mg/dl. The readings were obtained within 10 minutes of each other. The customer had experienced symptoms described as polyuria and polydipsia. And self-treated with insulin (dose/type) unknown. The customer then had contact with the healthcare professional who diagnosed the customer with hyperglycemia. And additional insulin was administered as treatment. The results of the reading comparison, when plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform linearity testing, while in the test fixture. All results were within specification. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the use of the adc freestyle libre 2 sensor. A healthcare professional reported the customer received a lower sensor reading of 126 mg/dl as compared to a laboratory result of 444 mg/dl. The readings were obtained within 10 minutes of each other. The customer had experienced symptoms described as polyuria and polydipsia, and self-treated with insulin (dose/type) unknown. The customer then had contact with the healthcare professional who diagnosed the customer with hyperglycemia and additional insulin was administered as treatment. The results of the reading comparison, when plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant. There was no report of death or permanent impairment associated with this event.